Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully deployed. A transesophageal echocardiogram (tee) revealed mild-moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed. A tee was performed and the pvl reduced to trace. A moderate-severe central leak appeared. The guidewire was removed from the ventricle to verify that it was not holding a valve leaflet open, however, there was no change in the central leak. A pigtail catheter was attempted to be placed into each valve cusp, with no change. A second valve was implanted valve-in-valve and resolved the pvl and central leak. No adverse patient effects were reported.